Manufacturer narrative:
Handpiece didn't get hot. Handpiece failed specs due to cap sticking inwards position when pressing on the cap causing contact with rotor. Cap is a new style cap. Cap is clean and no signs of debris around cap.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.